Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The returned guidewire had the distal tip portion detached and it was not returned. The end distal tip was found bent. No other issues were found. Photos were taken of detached at very tip and distal end bent. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that tip detachment occurred. The 65% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial vessel. A savion flx guidewire was selected for use. The guidewire was removed intact from the patient. However during reinsertion, the distal tip broke while the device was external to the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that tip detachment occurred. The 65% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial vessel. A savion flx guidewire was selected for use. The guidewire was removed intact from the patient. However during reinsertion, the distal tip broke while the device was external to the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.